Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge rep performed an onsite investigation. The monitor power supply was replaced. The system was then found to be operating as intended.